Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the nozzle, the adhesive on the bending section cover and the up/down, right/left knob had foreign objects. There were no reports of patient involvement

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The presence of a foreign object at the nozzle and bending section rubber bonding area was confirmed, but it was not possible to identify the foreign object. There was no deviation from the instruction manual in the reprocessing procedure for the remaining foreign matter. No physical damage was found in the area where the foreign object remained. The detection method is described in the instruction manual cf-q150l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in chapter 3, cleaning, disinfection and sterilization procedures, of the instruction manual cf-q150l/I reprocessing manual. Olympus will continue to monitor field performance for this device.